Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The inspire 6f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (in01688) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 6f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalog number 050702) is registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.10. Sorin group italia manufactures the inspire 8f m hollow fiber oxygenator. The incident occurred in germany. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during a procedure, the gas exchange performance of the inspire 6f oxygenator was not longer adequated. The medical team elected to change-out the oxygenator. There is not report of any patient injury.

Event description:
See intial report.

Manufacturer narrative:
Part was not returned at livanova facility for thorough investigation despite duly requested. Verification of production records showed that noticed batch was released as conform according to specifications. Review of complaints database pointed out no further similar events notified to livanova for batch concerned from the market out of (B)(4) total manufactured units, thus excluding any systematic quality issue batch-related. The behavior of oxygenator during the case was investigated based on the analysis of provided perfusion protocol. In detail, procedure lasted less than 6 hours and po2 saturation was at the minimum close to the end of the procedure, confirming the event. Saturation values were good up to this point. Since the device performed correctly for the first part of the procedure, it cannot be ruled out that the most likely root cause of the low blood oxygenation levels claimed by customer in the final surgical phase was correlated with progressive build-up of biological material/platelets aggregates inside the oxy fibres, thus reducing the open surface for gas exchange. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
During follow up with the customer, livanova learned that (I) the oxygenator change-out took less than 3 minutes; (ii) the complained low oxygenation occurred in the last third of the procedure; (ii) values were monitored by po2 datamaster and blood gas analysis. Customer has provided the pump sheet of the event to livanova. Evaluation of the pump sheet with livanova medical advisor confirmed that, in the last third of the bypass, the patient blood po2 saturation (sato2) decreased and the consequent po2 values were low. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.